Event description:
It was reported that, the drapes were popping off and the prograsp forceps instrument was sticking to tissue. There was no report of patient involvement. An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported issue occurred with multiple procedures, notably inguinal hernias, and colon surgery. The patient tissue was adhered to the prograsp forceps instrument where the wire within the instrument caught fine tissue, such as peritoneum. The issue occurred while performing dissection of peritoneum from anterior abdominal wall during inguinal medial to lateral dissection of ascending colon. The prograsp forceps instrument would not close during right hemicolectomy. The customer noted it was not an issue regarding the tissue sticking to an electrode. Tissue was getting caught in instrument, at the pulley. The tissue was released by manipulating the instrument. The customer noted that the tissue excised was not due to the sticking. There was no bleeding due to this event. The drapes were popping off while releasing instruments and the plastic clasps would not seat as well. There was no patient injury. The patient did not experience any post-operative complications. The patient¿s current status is fine. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by isi clinical development engineer (cde). The following additional information was provided: there appeared to be a bit of tissue in the prograsp forceps instrument grips, but it is unable to confirm the allegation of ¿sticking to tissue¿ as the video would not show the instrument attempting to grasp/manipulate tissue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the drapes have been popping of like they aren¿t snapped in, but site checked it and they are snapped into place. It¿s after ports have been placed.

Event description:
Refer to h10/h11 for follow-up information.